Event description:
I received a resmed airsense 10 machine on (B)(6) 2023. There were vibrations and noises coming from the machine and finally called (B)(6) 2024 to make an appt to take it in. This is a rental machine so they sent it in to the technician, apparently, they did a repair instead of a machine replacement as it turns out the motor blower was bad and needed to be replaced! This is a rental machine and I will own the machine after 10 months. My thought of a rental machine is that if it were this serious of a part the machine would have been replaced rather than repaired. I am not sure if I am reaching out to the right division. I am looking for a replacement machine rather than a repaired one back and they flat out refuse. What recourse do I have? I have owned a resmed airsense 10 prior to this machine and it has been 11 years and still going strong, I am using this old machine until I can get resolution. No repair was ever needed on the 11-year-old machine so I am familiar with the product. The rental is for 10 months. I have not had the machine or used it since (B)(6) trying to have a replacement machine. I have rec'd no reconciliation on a part going bad after only 4 months. Is someone able to tell me what my options are for a resolution?